Manufacturer narrative:
(B)(4).

Event description:
Diffuse metallosis and metal stained fluid noted.

Event description:
It was reported that left hip revision surgery was performed due to pain and other complications.